Event description:
It was reported that the procedure was to treat a perforation in the circumflex (cx) artery. The 2.8x16mm graftmaster failed to cross the lesion due to interactions with the patient's anatomy and was removed without issue. As the 2.8x16mm graftmaster didn't cross the lesion, the decision was made not to try another graftmaster, and the patient was sent to coronary artery bypass grafting (CABG) surgery, which was performed the same day. The patient has since been discharged and is doing well. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.